Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports, hanger, and case needed repairing. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comments that the external pulse generator (epg) ventricular output connector is broken, the hanger is cracked, and the upper case is broken. It was also indicated that all six plugs were damaged (tool marks on the inside) and the menu display was dark on the liquid crystal display. All functional defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.